Event description:
It was reported that the health care provider (hcp) suspected that there was loss of capture on this patient's right ventricular (rv) and left ventricular (lv) leads. The suspected loss of capture was also exhibited on the rv shock channel. Technical services provided troubleshooting advice. Chest x-ray and device interrogation confirmed rv and lv lead dislodgement. The following day, surgical intervention was taken to reposition both rv and lv leads. The leads were successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was added to capture the surgery to reposition the lead. Additional information was received that this right ventricular (rv) lead had pulled back and was sitting right at the valve in the atrium. Additionally, the rv lead was exhibiting failure to capture and oversensing on the right atrial (ra) lead causing pacing inhibition on the rv lead. The patient reported feeling dizzy and syncopal. The patient has underlying condition, complete heart block. The left ventricular (lv) lead was observing capture and providing back up pacing for the patient. Subsequently, the patient was hospitalized for further evaluation. Device reprogramming was performed under the physician's discretion and a 12 lead electrocardiogram (EKG) was performed to confirm lv capture. Lv capture was performed and the patient was awaiting to be transferred to another hospital where a lead revision procedure could be performed. Ultimately, the patient was transferred to another hospital where a laser lead extraction procedure was performed. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider (hcp) suspected that there was loss of capture on this patient's right ventricular (rv) and left ventricular (lv) leads. The suspected loss of capture was also exhibited on the rv shock channel. Technical services provided troubleshooting advice. Chest x-ray and device interrogation confirmed rv and lv lead dislodgement. The following day, surgical intervention was taken to reposition both rv and lv leads. The leads were successfully repositioned. No additional adverse patient effects were reported.